Event description:
It was reported that following a successful stent procedure, the patient was placed on plavix. The patient was sent to intensive care unit on heparin. Heparin was discontinued, six hours later, during sheath removal, the patient experienced chest pain after a valsalva maneuver. An angiogram was performed which revealed total occlusion of the vessel at the proximal portion of the stent. The patient was sent for emergent bypass surgery. The patient was discharged in stable condition.